Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor assembly. Unable to perform the displacement test due to the motor error alarms.